Manufacturer narrative:
A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re opened.

Event description:
It was reported that before the surgery the locking wheel froze up and could not lock the cr femoral implant on the handle. A delay greater than 30 minutes was reported.